Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using an ilet system with an infusion set (inset 6 mm, 23 in) and later observed a bent cannula, after which a set change was performed and glucose levels began to decline. Symptoms included elevated blood glucose confirmed by fingerstick, with a reported peak of 346 mg/dl and approximately three hours above target, without ketone positivity, medical intervention, or acute complications. Outcomes included transient hyperglycemia without hospitalization or assistance from others. Investigation included troubleshooting and education on infusion set replacement and assessment of the infusion site and supplies. Investigation of this case revealed an infusion set cannula deformation that could impede insulin delivery, consistent with device delivery interruption related to the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was unclear.